Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient developed pericardial effusion and tamponade soon after the system was implanted. A pericardial window was required. The patient had a long post-operative recovery requiring prolonged hospitalization. The system remains in use. No further patient complications have been reported as a result of this event.